Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing (atp) therapy from their implantable cardioverter defibrillator (ICD) due to the right ventricular (rv) lead exhibiting t-wave oversensing (twos). The inappropriate atp accelerated the patient's intrinsic ventricular rhythm into actual arrhythmia. Sensitivity was reprogrammed and the device and lead remain in use. No further patient complications have been reported as a result of this event.